Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage, no; batch number, j00l9x; cartidge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent and position/condition of wedge sleds, fully fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, good and result of attempted firing, good. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "locked out" during surgery. The instrument was returned with a "stop, sales sample, not for human use" sticker on the handle. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During a laparoscopic assisted vaginal hysterectomy an atw35 stapler locked out on the first firing and also locked out the next three times it was reloaded. An ez35w was pulled to complete the case and it also locked out. There was no consequence to the pt. 8/26/97 the rep reported the case was completed with bipolar electrocautery.